Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in several non-sustained episodes and brady pacing inhibition. The physician was unable to reproduce the oversensing with isometrics or valsalva maneuvers.